Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for right upper abdominal pain. Log files were sent for review to rule out pump thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2022 through (B)(6) 2022. The data captured the pump functioning as intended at the set speed. Multiple requests were made for additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists potential adverse events, including pump thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, entitled ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and international normalized ration (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09jun2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the patient had been admitted elevated lactate dehydrogenase (ldh) and pump thrombosis was suspected. Computed tomography angiography (cta) of the chest (thoracic dissection) with and without contrast on (B)(6) 2022 indicated left ventricular assist device complication.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a computed tomography angiography (cta) performed on (B)(6) 2022 noted that the right atrial appendage filling defect was not definitively visualized, though evaluation was somewhat limited given streak artifact from contrast bolus timing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through this evaluation. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, a direct correlation between the reported events and the suspected thrombus could not be established. The controller event log file contained data from 09nov2022 through 14nov2022. The data captured the pump functioning as intended at the set speed. Multiple requests were made for additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction", lists potential adverse events, including pump thrombosis, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and international normalized ration (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.